Manufacturer narrative:
The field event of backup vvi was confirmed. The device was above elective replacement indicator (eri). Review of the device image showed the device had entered bvvi mode due to a por (power-on-reset). No device anomaly was found. The reset could not be reproduced in the laboratory; hence the root cause of the issue could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change. During surgery, the new implantable cardioverter defibrillator (ICD) went into backup vvi mode. The device was not used and a new device was successfully implanted. There were no patient consequences.